Event description:
It was reported that a stroke occurred. Three iceforce 2.1 cx 90 degree needles were used for a cryoablation procedure to treat right renal carcinoma under conscious sedation. The procedure went well with no complications, and the patient was discharged. However, at home, the patient became confused and was re-admitted to the hospital with a presumed urinary tract infection. At the time, it was not presenting as an obvious stroke, but a stroke was confirmed as the patient presented with left-sided weakness and remained in the hospital. The issue is considered ongoing.